Manufacturer narrative:
The instrument was performing within qc specifications. Flagging preferences are set to '2202'. This is mid level for blast, variant lymphocytes, and imm ne 2. Imm ne 1 is set to off. (Imm ne s and imm ne 1 are flags for immature neutrophils.) Raw data files were requested, but have not been received. The lh750 unit was not evaluated by field service. Raw data was not available. Root cause could not be determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Customer reported an erroneous differential result for a specific patient sample. On (B)(6) 2008, a blood sample was drawn from the pt and analyzed using the coulter lh 750 hematology analyzer. The instrument reported normal differential results. There were no instrument generated error flags for this sample result. Blasts were flagged on a sample drawn from the same pt the following day ((B)(6) 2008). A manual blood smear was performed on the original sample from (B)(6) 2008 with 28% blasts identified. The discrepancy between the instrument results and manual blood smear results was discovered. Erroneous results had been reported out of the laboratory on the (B)(6) 2008 sample. A corrected report for the (B)(6) 2008 sample was issued based on the manual blood smear. There was no death or injury associated with this event. Pt treatment was not affected.